Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was received undeployed. Upon removal of the top housing, the needle mechanism fully deployed and retracted into the deployed position as intended. The download data from the returned device shows the pod completed 46 first prime pulses and was deactivated after pulse 51. It is unclear what caused the device to deactivate during second prime. No hazard alarms, timeouts, or drive stalls were observed in the download data. No damages or defects were observed on the needle mechanism that would result in a failure to deploy. The needle mechanism was reset to the not deployed state, and then manually deployed. No issues were observed with the needle mechanism being able to deploy as expected. The exact cause of the reported event could not be determined.